Event description:
The physician reports that a pt underwent cataract surgery with implantation of the crystalens. Postoperatively, the pt complained of dissatisfaction with vision. Upon examination, the lens appeared to sit extremely posterior in the capsular bag. Intervention was performed in order to explant the lens and implant a different lens model.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings.